Manufacturer narrative:
The recharger with model 97755, serial (B)(6) was received for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated that he received the li battery pack but he cannot connect to charge the ins - pt reported he is seeing "looking for device" but the screen will not advance. Pss had pt wipe down the rtm plug pins. Pt was able to connect via passive recharge mode. Pt is seeing 0 low - 1 - 99 high....after a few minutes pt reported the rtm paddle is getting really hot and he had to remove it from his back. Pt reported the replay box is also getting hot. See request to repair team attached for the rtm cord. Patient called back and mentioned they got a new recharger but the controller sits rotating on checking charger screen. Agent asked for patient to provide serial number of rtm and patient provided the serial number in the secure note. Agent reviewed with patient the recharger they have was their previous recharger and not the replacement recharger. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient electively abandoned therapy; they had back surgery about 2 years ago and after the surgery their back wasn't bothering them so they stopped using and charging the implant. Caller reported that their back started aching so they wanted to use stim therapy again but now the external device won't find the stimulator. Agent attempted to walk caller through passive recharge mode but they saw battery empty (79) cannot continue recharge the controller. Agent instructed caller to unplug the recharger and plug the controller into the ac power cord; confirmed controller green light is flashing. Caller stated they had just charged the controller so it seems strange that it would be empty already. Agent instructed caller to plug the controller into the ac power and offered to call back to continue troubleshooting. Agent called back and the green light was solid. Agent had caller connect recharger and once again caller is seeing battery empty (79). Agent reviewed due to age of battery pack and sitting depleted for extended time, battery pack is likely not holding a charge. Agent sent email to repair to replace the battery pack.